Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 394 mg/dl customer again checked and blood glucose level was 437 mg/dl and again came down to 362 mg/dl. The customer was treated by the manual injections. The insulin pump will not be returned for the analysis.